Event description:
It was reported that the patient had an inch of burn at the ipg site. It was also mentioned that the patient is highly sensitive to the battery pocket and experiencing severe pain at the pocket site constantly. The patient will undergo revision procedure. Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned.

Event description:
It was reported that the patient had an inch of burn at the ipg site. It was also mentioned that the patient is highly sensitive to the battery pocket and experiencing severe pain at the pocket site constantly. The patient will undergo revision procedure.